Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-00766. Investigation is ongoing.

Event description:
As reported by our affiliates in the united kingdom, this was a case with a 29mm sapien 3 valve, in aortic position by transfemoral approach. During the procedure, the balloon of the delivery system circumferentially ruptured during valve deployment, but the final position was acceptable. Since it was not possible to retrieve the balloon into the esheath, the vascular team was called to retrieve it. No cut-down was needed. There was no detachment of the balloon material observed after withdrawal, the c-marker band was present on the esheath, and nothing was left inside the patient. Proglide, angio-seal, and manta vascular closure device were used for closure. The patient was doing well. As per medical opinion, the native valve was not heavily calcified to indicate a risk of balloon rupture. As per video provided, it was observed that the esheath+ liner was delaminated.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: the liner was delaminated at the distal end. C-marker is not visible in the provided picture. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur because of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on imagery provided for evaluation. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as the commander delivery system balloon burst. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath liner and lead to the delamination. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.